Manufacturer narrative:
The complaint device has not been returned to the MFR to date. A follow-up report will be submitted upon completion of the investigation.

Event description:
The offset guide tip broke off the femoral aimer at the joint when aiming the femoral tunnel. The tip went into the patient, but was retrieved.